Manufacturer narrative:
The probe has been returned to neuwave medical. A review of the device lot history records indicated the probe met all specifications and passed all manufacturing tests. The physical investigation concludes that the ceramic portion of the probe tip - between the metal trocar and the metal shaft - was broken. This supports the conclusion that lateral forces were applied to the ceramic portion of the probe tip. It is suspected that these lateral forces resulted in sufficient force to cause the ceramic to break. Additionally, the break pattern on the suspect probe is consistent with lateral force applied to the ceramic. No additional actions are planned.

Event description:
Physician was attempting to ablate a nerve near the sacroiliac joint to reduce patient pain. Physician used a certuslk 15 cm probe. During placement, physician indicated that he "needed to guide the probe around bone to get to the nerve location". To accomplish this, he was bending the probe while navigating the probe. During this the navigation, the tip of the lk probe broke. Physician consulted with his surgeon and determined that the tip was stationary and was not moving. Due to this, the probe tip was left in the muscle of the patient.